Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that pt is experiencing left knee pain when walking and wakes up with knee feeling stiff.